Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. The pump was monitored, and no blank display anomalies were noted. No failed battery test alarms were noted. The pump also had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer was advised to clean the battery cap with a cotton swab. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened. Customer received failed battery test. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.